Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 6958830, 510k # k081297 was cleared in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative regarding a patient implanted with screws in a fusion surgery at c7-t1. It was reported that the t1 screw had looseness and neckpain occurred. Replacement of t1 was performed. Screws at c7-t1 were removed, and fixation was performed again at c5-6-7-t1-2. Health damage in the patient was reported. It was also noted that there was no product malfunction. No further complications reported.